Event description:
It was reported that there are issues of flow accuracy and occlusion detection when spectrum iq pumps are used with continu-flo sets during patient therapy. It was noted issues with emergency routes for administration of antibiotics when these sets are used that the volume to be infused is not infused as programmed. Also problems of upstream occlusion detection or not detecting has resulted in remaining volume yet the pump indicates the infusion is complete. These events result in additional volume needing to be infused to finish the medication. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.